Manufacturer narrative:
(B)(4). Carefusion was not able to duplicate the reported issue. Inspection of the device revealed no smoke smells from the main battery during investigation. Visual inspection also did not reveal any abnormalities. Carefusion scrapped the main battery as a pre-caution. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the battery smelled like smoke from a burnt lemo connector on the adapter and the ventilator. It is unknown at this time whether there was any patient involvement associated with this complaint.